Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and alarmed no delivery. The customer's blood glucose level was 160mg/dl at the time of the incident. Customer stated that they dropped the insulin pump and it also alarmed no delivery. Customer was assisted in troubleshooting for damage. Customer reported that insulin pump's screen is cracked and ink is bleeding under screen. Customer stated they were unable to troubleshoot for no delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.